Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences in sensor glucose and blood glucose readings. Customer then had a change sensor alert. Customer stated that the pump suspended insulin delivery according to the sensor glucose values. Customer woke up with a blood glucose level of 16 mmol/l and then treated. Customer stated that the issue occurred yesterday on (B)(6) 2016. The sensor was inserted into the upper arm and overtaped. Customer agreed to replace the sensor.